Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new patient details were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where one new patient detail was not crossing over. A technical support specialist (tss) logged into the device patient visit and order settings and found that the patient visit type was set to temporary. The tss advised the customer to change the patient visit type to active directory (adt), but the patient was not showing on the station. The tss then dialed into the server, ran a cast query, and found that discharge messages had been sent from adt for the affected patient. The tss checked the server and database and confirmed that the affected patient had already been discharged. The tss stated that this is the reason why the patient was not appearing on the pyxis station. The system functioned as intended after the technical support specialist assessed the device.